Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the ER after experiencing shortness of breath, palpitations and vague chest pain. Echo revealed a moderate pericardial effusion. An increase in thresholds was noted. CT suggested lead perforation. Patient was brought to ep lab and a pericardiocentesis was performed and the lead was successfully repositioned. Patient was reported to be in stable condition after event.